Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05373 and 2134265-2018-05184. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ hd imaging catheter and a pullback sled to view the target lesion. During the procedure, after using opticross¿ hd imaging catheter several times, the physician attempted to retract the inner catheter in the outer catheter; however, it was hard and did not enter at all. Furthermore, pullback could not be performed and the physician stopped using the device to avoid it from breaking. The procedure was completed with another of the same opticross¿ hd imaging catheter. No patient complications were reported.